Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, this was a case with a 29mm sapien 3 transcatheter valve by right axillary access with surgical cutdown. While advancing the commander delivery system through the esheath, resistance was encountered potentially due to tortuosity. A lot of pushing and pulling maneuvers were performed on the esheath and commander delivery system to position the valve. During this time, the esheath had completely exited the vessel while the commander delivery system was still in the vessel. The subclavian artery was surgically repaired post procedure due to a tear. The vessel was already exposed due to the axillary access. The patient was recovering well post procedure. The implanter does not believe the event was due to malfunction of the device but due to difficult anatomy.

Manufacturer narrative:
Updated h.6 type of investigation, investigation findings, and investigation conclusions. The devices were not returned to edwards for evaluation. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance between the delivery system and sheath was unable to be confirmed due to no imagery and/or device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per the event description, tortuosity was present and is likely what contributed to the resistance that was experienced. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Degree of calcification was not provided. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Vessel size was not provided. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Insertion angle was not provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported event.

Manufacturer narrative:
The date of the event was received from the field. B.3 has been updated with the new information received.